Event description:
It was reported that while infusing noradrenaline in response to the pt becoming hypotensive, the nurse attempted to increase the rate and found the pump was not infusing and no alarm could be heard. Pt required increase medication to stabilize.